Manufacturer narrative:
(B)(4). Batch # 119a47. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with both gripping surfaces broken and still attached to the body reload. Also, the knife is slightly exposed and the distal end of the reload was noted to be whole body was narrow as if it was pressed. The reload had the proximal 17 drivers up and the remaining drivers down with staples present and a swing tab partially moved to the locked position. Further analysis shows the cartridge pan was noted damaged on the distal end and bent along the pan cartridge in the middle area. The reload was disassembled to verify the condition of the internal components and the wedge knife assembly was found damaged (cracked). The event reported was confirmed and based on several damages observed on the reload is related to improper use of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an abdominal ileectomy a reload sr75 unit is reported, which when firing the device is blocked and does not allow the staple line to be completed. Was proceeded to open another reload sr75 and it works fine. No fragments were generated. The surgery was delayed by 15-minutes. The surgery was completed successfully. There were no patient consequences.